Event description:
Additional information received from the patient reported that the burning after the MRI was also located in the chest. That MRI was her whole body. She had another MRI of the brain after that and had no problems and did not have any pain.

Event description:
It was reported that the patient had a heating/burning sensation down their spine that progressively worsened. The day before this report, the patient had an MRI of their knee (not related to the device or therapy) and that night was when the patient began experiencing the burning sensation. The device was in MRI mode at the time of the procedure. Information obtained later reported that the patient was using their device 24 hours per day and had full coverage of their painful areas without any burning sensation. In addition, impedance testing was performed and all electrodes were within range. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 9 77a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, lot# va0pfw4033, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).